Manufacturer narrative:
(B)(4).

Event description:
The patient reported via the manufacturer's representative (rep) they were seeing a power on reset (por) 0x400 message on the patient programmer/recharger. It was noted the patient was still able to charge. The rep. Met with the patient on (B)(6) and was able to clear the por and resolve the issue. The cause of the por was not determined. It was noted the patient was receiving effective therapy. No patient symptoms were reported. Relevant medical history includes spinal pain.